Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 381137 and lot number 5113985. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, it was not possible to determine a definitive root cause for this complaint. However, a possible cause was related to the presence of foreign matter on the catheter, potentially originating from the machine belt guard in the catheter tray feeding area. During the catheter tray feeding process, tray movement may have resulted in contact with the stainless-steel guard. If the guard was not adequately cleaned, such contact could have led to the foreign matter observed on the catheter. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath had foreign matter. While preparing to perform an indwelling needle puncture on a patient on (B)(6) 2026, the cannula was opened and found to have a stain on the indwelling needle, which was replaced and used without harm to the patient.